Manufacturer narrative:
The balloon catheter is being retained by the hospital, so no returned product analysis will be evaluated.

Event description:
During a post stent dilatation procedure, the balloon burst at 16 atm (rbp=14 atm). The balloon became wrapped around a strut of the stent and could not be removed. A guiding wire was inserted alongside the balloon catheter to attempt to unwrap the balloon material, however, the distal tip of the wire fractured off. The patient went to surgery for removal of wire tip and balloon material. Patient status is listed as "ok".